Manufacturer narrative:
Device passed displacement test, self test, and active current measurement, however device failed sleep current measurement and received unexpected battery power loss due to moisture damage to electronic assemblies and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not receive a low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.